Event description:
The user facility reported that a strong smell was emanating from the unit causing employees to become nauseous and go home. Hospital personnel unplugged the sterilizer; no procedural delays or cancellations reported.

Manufacturer narrative:
Investigation of this event is in process; a follow up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the v-pro unit and confirmed that there was no visible oil release and that the unit was emitting only an odor. The technician replaced the vacuum pump oil and filter, tested the unit and returned it to service. The smell was eliminated from the unit upon completion of the repairs. The cause of the reported odor appears to be overheating of the oil in the vacuum pump, which then volatizes and causes an odor; this may be attributed to the high usage of the device. The vacuum pump oil is non-toxic and not considered hazardous; there is no visible oil release, just the odor of the volatized oil. This does not affect the sterilization of instruments processed in the sterilizer.